Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The clinical specialist reported the following information: the patient underwent endovascular treatment of an internal iliac artery aneurysm using a gore® excluder® iliac branch endoprostheses and two gore® viabahn® vbx balloon expandable endoprosthesis (vbx) (21717425, unk). It was reported that the iliac branch component was successfully placed with no reported issues. When the physician advanced the internal iliac component, it was reported that the device was unable to advance into the patient's internal iliac artery. The undeployed device was removed, and two gore® viabahn® vbx balloon expandable endoprosthesis (vbx) were used in the patient's internal iliac artery. After placement of the vbx devices the physician reported good blood flow through the internal iliac artery. The internal iliac component was reportedly discarded. After placement of the remaining devices, a final angiography was performed and it was reported that the patient's internal iliac artery was occluded. This report is associated with the unknown vbx device lot number.